Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced kinked cannula event with two infusion sets on (B)(6) 2026 which leads to high blood glucose levels. The site's location was abdomen. The blood glucose was treated with correction bolus via pump. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.